Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely having received shock therapy. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was incorrectly interpreting rhythm and delivered shock. Programming changes were completed to the device diagnosis criteria. The patient condition was unknown.

Event description:
New information received indicated the patient was stable following the procedure. Post operation device check showed normal device function.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2021. Patient condition was not provided.

Manufacturer narrative:
The reported event of inappropriate shock was not confirmed. Electrical, visual, and high voltage testing was completed. No device problem found.